Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
On (B)(6) 2020, the right upper extremity (rue) was imaged and assessed by doppler. The rue appeared patient with no evidence of deep vein thrombosis within the imaged veins. The following right-sided veins revealed evidence of subacute superficial thrombosis: cephalic vein (partially occluding). The following left-sided veins revealed evidence of subacute deep venous thrombosis (dvt): proximal subclavian vein (partially occluding); proximal brachial vein (partially occluding). The following left-sided veins revealed evidence of chronic superficial thrombosis: cephalic vein (partially occluding). As of (B)(6) 2020, there were no lines in the left arm and an anticoagulation plan was already in place including a heparin drip bridging to warfarin. No additional treatment was required. The venous thromboembolism event resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia, peripheral thromboembolism, and hematuria could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 31aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia, venous thromboembolism, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had ventricular tachycardia (vt) on (B)(6) 2020 with heart rates of 144 beats per minute (bpm) at 1900, 143 bpm at 2200, 146 bpm at 2245, and 149 bpm at 2300. The patient had intermittent ventricular tachycardia on (B)(6) 2020 beginning prior to surgical incision during the pump implant surgery. After surgery, the patient had implantable cardioverter defibrillator (ICD) shocks for ventricular tachycardia. Amiodarone and lidocaine controlled the episodes. Lidocaine was stopped on (B)(6) 2020. On the evening of (B)(6) 2020, the patient had more vt episodes with recurrent shocks. The patient was reloaded with amiodarone and a lidocaine drip was started. The patient was intubated. Device therapy and an emergent cardioversion was performed on (B)(6) 2020. The patient tolerated the procedure well with no immediate complications. Post-procedure rhythm was sinus tachycardia with ventricular pacing. The patient had no further vt until the morning of (B)(6) 2020 when episodes or vt and torsades occurred. The patient had sustained vt on (B)(6) 2020 and the patient was shocked by the automatic ICD (aicd). Device interrogation on (B)(6) 2020 revealed that the patient received 7 shocks, 13 episodes of antitachycardia pacing, and 0 episodes of non-sustained vt. Device interrogation on (B)(6) 2020 revealed no vt/ventricular fibrillation (vf) since 14oct2020. The patient had 19 beat run of monomorphic vt on the morning of (B)(6) 2020. The cardiac arrhythmia resolved on (B)(6) 2020 without sequelae. It was reported that the patient had bleeding starting on (B)(6) 2020. The bleeding resolved without sequelae on (B)(6) 2020. A foley catheter was placed on (B)(6) 2020. The foley drained reddish urine on (B)(6) 2020. On (B)(6) 2020, the foley was removed. The patient had blood-tinged urine on the morning of (B)(6) 2020. On (B)(6) 2020, a urinalysis found blood in the urine. A urine culture on (B)(6) 2020 was negative. Urology was consulted for hematuria on (B)(6) 2020. Urine cytology was negative for high-grade urothelial cell carcinoma (ucc). A pelvic ultrasound on (B)(6) 2020 revealed no evidence of clot or debris in bladder. The patient's hematuria resolved on (B)(6) 2020. The patient had an outpatient urology appointment pending. It was reported that the patient had a history of deep vein thrombosis (dvts) status post inferior vena cava (ivc) filter placement. The patient had swelling of the left upper extremity (lue) compared to the right upper extremity (rue) on (B)(6) 2020. A dvu upper extremity deep vein thrombosis was performed on (B)(6) 2020. The right upper extremity needed no additional treatment. The device operated as expected. The aicd was manufactured by another company. The patient was stable and nearing hospital discharge. The patient had an episode of ventricular tachycardia on (B)(6) 2020 starting at a rate of approximately 130 beats per minute which was below the device detection zone. The vt accelerated to the detection zone. The patient had multiple antitachycardia pacing (atps) which did not break the vt. The patient was shocked by the ICD which was successful in breaking the vt. The account planned to follow the patient and continue with lidocaine and amiodarone drip. The account stopped mexilitine.